Manufacturer narrative:
H3: the affected product was not available for examination. No product info could be obtained; no records were kept. Thus, no investigation was possible. Literature and explanations of possible cause(s) for the reported event were sent to the customer.

Event description:
The graft was placed as the axillo-femoral portion of an axillo-bifemoral bypass. Approximately five years postoperatively, the graft tore proximal to the distal anastomosis. The graft was repaired successfully. Three days postoperatively, the patient died as a result of a heart attack. According to the surgeon, the patient death was not related to the graft. In addition, the surgeon expressed that the graft tear was likely related to graft kinking as a result of continuous sitting by the overweight patient.